Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon burst at the end of valve deployment. The valve was implanted successfully with good results. There were no further issues and no adverse events to the patient. The delivery system was discarded by the hospital staff and is not available for return and evaluation. The patient had a pillar of calcium in the annulus at the ncc. It is believed the balloon burst during interaction with the calcium.

Manufacturer narrative:
The device was discarded and is not available for return and evaluation. Imagery of the patient¿s anatomy was provided. Calcification was observed in the patient¿s annulus. A DHR review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The burst balloon was unable to be confirmed. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing nonconformance contributed to the event. As mentioned in the complaint description, ¿the patient had a pillar of calcium in the annulus at the ncc. It is believed the balloon burst during interaction with the calcium.¿ the balloon burst is possible due to the calcification present in the annulus. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Available information suggests patient factors (calcification) could have contributed the balloon burst event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.